Event description:
The sales representative reported on behalf of the customer that the device, c9951a, sterling cuda shaver blade, 2.0 mm, was being used during a right wrist arthroscopy procedure on (B)(6) 2025 when it was reported, ¿two shavers both lot lot#1415418 broke off during a case, and a part of the tip was not recovered from the patient. The case was delayed 10 minutes.¿. There was no report of medical intervention or hospitalization for the user. The procedure was completed without an alternate device causing a 10-minute delay. The patient was reported as discharged home. This report is being raised due to the reported injury of fragmentation remaining in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Manufacturer narrative:
Examination of the returned used devices item c9951a, qty of 2 found inner 2.0mm cuda detached from the inner tube assembly from both returned devices. Detached inner cuda were not returned for the evaluation. Examination was performed per print a30-642-088, rev-ac. Note: customer returned a total of 3 new shaver blades, item c9951a, lot 1415418 and evaluation found no issues with returned new product. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame 847,101 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000006. Per the instructions for use, the user is advised do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, c9951a, sterling cuda shaver blade, 2.0 mm, was being used during a right wrist arthroscopy procedure on (B)(6) 2025 when it was reported, ¿two shavers both lot lot#1415418 broke off during a case, and a part of the tip was not recovered from the patient. The case was delayed 10 minutes.¿. There was no report of medical intervention or hospitalization for the user. The procedure was completed without an alternate device causing a 10-minute delay. The patient was reported as discharged home. This report is being raised due to the reported injury of fragmentation remaining in the patient.